Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that they found a slight leak on the proximal connector on the expiratory limb of an rt235 infant evaqua breathing circuit. This was found after five days of use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the swivel, inspiratory and expiratory limbs of the complaint rt235 infant evaqua breathing circuit were returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned components were visually inspected and pressure tested for the reported damage. Results: visual inspection revealed a small hole in the glue port on the returned expiratory limb connector. The pressure test revealed that the circuit was within specification, i.e. The leak was within the acceptable limit for this product. A water bath test highlighted the hole in the glue port area. A lot check could not be carried out as no lot number was provided. Conclusion: the small hole was due to insufficient glue at the glue port on the expiratory limb connector. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and any leaks in the system from holes would have been detected by the automatic leak and flow tester on the production line. Please note that this is the only complaint of this nature that we have received.